Event description:
It was reported that patients who have received gen ii tkr at highfields have had stiffness and mobility issues requiring manipulations to ease pain. The current health status of patients is unknown.

Manufacturer narrative:
Internal complaint reference: case(B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without clinically relevant patient-specific supporting documentation a thorough medical investigation cannot be performed. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the reported events. The clinical root cause and/or patient outcome beyond that which was documented in the case could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any relevant patient information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include post-operative healing issue and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).